Manufacturer narrative:
Concomitant medical products - the therapy dates for the devices listed below are unknown: model: 3186 (x2), scs lead, model: 3383 (x2), scs extension, model: 1194, scs anchor. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) stopped recharging his ipg as recommended. In turn, the charging system and programmer are no longer able to communicate with the ipg due to it being inoperable. Troubleshooting was also attempted to provide resolution but was unsuccessful. As a result, the patient may undergo surgical intervention.